Event description:
A talent stent graft system was implanted in a patient who presented emergently with severe back and abdominal pain and was treated endovascularly for a 6.5 cm abdominal aortic aneurysm. The aortic neck was 32-33 in diameter and 34 mm 1 cm down, the aortic neck was 1 cm in length. It was reported that upon final angiogram there was a proximal type 1 endoleak, most likely due to the diameter change in the aortic neck. The physician implanted a talent aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: endoleak. Results/conclusions: short funnel shaped aortic neck.